Manufacturer narrative:
H.6 investigation summary: one open 32g x 4mm pen needle sample without shield or tear drop label and four photos were returned from an unknown lot. No., cat. No. 320136. The sample returned was opened so it is not possible to confirm the bent cannula to be manufacturing related. The excessive lubricant occurred during the lubrication application process. A visual examination was carried out on the returned sample and photos and a bent patient end of cannula was observed. No DHR review can be carried out as lot number is unknown. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time. H3 other text : see h.10

Event description:
It was reported that bd micro-fine plus¿ pen needle tip was collapsed. This was discovered before use. The following information was provided by the initial reporter: the needle tip was collapsed after used. The customer commented the issue occurs sometimes.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd micro-fine plus¿ pen needle tip was collapsed. This was discovered before use. The following information was provided by the initial reporter: the needle tip was collapsed after used. The customer commented the issue occurs sometimes.